Manufacturer narrative:
A customer in chile notified biomérieux of false positive cefoxitin screen results for staphylococcus aureus atcc® 29213¿ when performing qc testing with the vitek® 2 ast-p618 test kit (ref 410806, lot 4981143203). In response to the customer complaint biomérieux completed an internal investigation. The investigation included review of manufacturing data for lot 4981143203, review of complaints, and testing of staphylococcus aureus atcc® 29213¿ using vitek® 2 ast-p618 test kit customer lot 4981143203 and random lot 4981054403. The review of manufacturing data for vitek® 2 ast-p618 test kit lot 4981143203 showed no non-conformity records related to performance issues. Lot 4981143203 passed qc performance testing and met final qc release criteria. Biomérieux also reviewed complaints associated with lot 4981143203; no trend was identified. Staphylococcus aureus atcc® 29213¿ was subcultured onto tsab agar then subcultured a second time prior to testing. Both ast-p618 lots were tested in duplicate. All cards from both lots obtained a negative cefoxitin screen result. The false positive cefoxitin screen result obtained by the customer was not reproduced. Vitek® 2 ast-p618 test kit lot 4981143203 met all final qc release criteria and is performing as intendedsee section h10.

Event description:
A customer in (B)(6) notified biomérieux of false positive cefoxitin screen results for staphylococcus aureus atcc® 29213¿ when performing qc testing with the vitek® 2 ast-p618 test kit (ref 410806, lot 4981143203). As this was a qc strain, there is no patient involved. Repeat testing with the vitek® 2 obtained the same false positive cefoxitin screen result. Disk diffusion testing was completed as an alternative method and obtained susceptible results. Initial vitek® 2: cefoxitin screen = positive (resistant). Repeat vitek® 2: cefoxitin screen = positive (resistant). Disk diffusion: cefoxitin = susceptible. A biomérieux internal investigation will be initiated.